Event description:
A healthcare facility in (B)(6), reported that the water feedset tube of an mr290 autofeed humidification chamber was "warped and crimped" where it connects to the chamber port. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that the water feedset tube of an mr290 autofeed humidification chamber was "warped and crimped" where it connects to the chamber port. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was received at our (B)(4) facility for evaluation. The chamber and water feedset were both visually inspected and performance tested. Results: no physical damage was observed to the returned chamber or the water feedset tube. When connected to a water bag, the chamber filled normally and stopped filling to about 6mm below the maximum water level line, which is within specification. Conclusion: we were unable to determine the cause of the reported fault. Our investigation confirmed that both the chamber and the water feedset were functioning correctly.